Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacture date cannot be identified at this time since the serial/lot was not provided. Based on the investigation results, corrosion on the metal part, could not be identified. The root cause of the subject was unable to be specified. Presumably, as a result of confirmation of the actual device, the analysis of corrosion revealed a component of organic silicone and chloride. It is presumed that organic silicone may be derived from coating of lubricant. It can pose an obstacle to the valve function as described in the instruction manual. There is a past case that chloride was originated from a chloride component used in the facility such as medical solution for the non-olympus reprocessor, resulting in residue and corrosion. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 6, ¿cleaning, disinfection, and sterilization procedures¿ section 6.2, cleaning¿ describes how to inspect for the subject events.¿. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection the gas/water valve¿s metal parts were corroded. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.